Manufacturer narrative:
Additional manufacturer narrative: the root cause of this event cannot be determined with the available information. The device return is anticipated. A supplemental MDR will be submitted if the product is received for evaluation. No further actions are possible at this time. Of note, an MDR was also submitted for a system-related monitor (vigileo). Please reference the MDR submitted under device lot number vl002150.

Event description:
As reported, during use of this device with a vigileo monitor and flotrac sensor, there were inaccurate values being displayed. There is no allegation of any patient injury. No other details have been provided.

Manufacturer narrative:
Additional manufacturer narrative: the device was returned and evaluated. The monitor passed all performance tests without issue. Unfortunately, the reported event could not be replicated. No further actions are being taken at this time.